Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown", "small intracapsular homogeneous liquid collection to the left".

Event description:
Patient reported left side "pain, deformity, capsular contracture baker grade unknown", "prosthesis is on the replacement list¿, "small intracapsular homogeneous liquid collection to the left". The device remains implanted.